Event description:
Updated to: it was reported that within the past 10 years, the patient had walked into a (B)(6) and ¿dropped to his knees¿ because of the security gate system having caused an overstimulation sensation as well as a shocking sensation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that sometime in the past 10 years the patient walked into a store and got "dropped to his knees" because of the security gate system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1995, explanted: (B)(6) 2012, product type extension; product ID 7435, serial # (B)(4), product type programmer; patient product ID 7434a, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # unknown, implanted: unknown, explanted: unknown, product type accessory. Product ID 3487a, lot # l35021, implanted: (B)(6) 1995, explanted: (B)(6) 2012, product type lead. (B)(4). No device analysis was performed; the device met risk based criteria.